Event description:
On (B)(6) 2010, pt reported the down button on his infusion device is functioning intermittently. Pt stated he noticed the issue on (B)(6) 2010 when he gave himself a quick bolus. Pt reported the button would stick but he would eventually be able to get it to work. Pt stated today the button did not work at all. Pt reported the button pops back up when it is pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue product was replaced and requested return of the alleged product for evaluation.